Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/19/2015 with the following findings: a review of the pump¿s black box history showed no alarms related to the rewind issue were recorded. There was no debris found inside the cartridge compartment. During testing, the pump performed the rewind, load, and prime steps with no rewind issues, errors, alarms, or warnings occurring. The pump case was removed and no intermittent condition was found to the motor flex or connector. The complaint that the pump would not stop rewinding during the rewind step was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue. The reporter alleged that the pump would not stop rewinding after starting the rewind step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.